Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010, that the patient experienced a loss of therapeutic effect. The patient had not charged the ins in a long time. The patient stated that both the recharger and pt programmer did not work. The patient recharged the device and, then, both the recharger and patient programmer were working, but the patient did not feel the stimulation sensation. It was later reported that the patient's neurostimulator showed that all circuits were open, showing impedances of greater than 10,000 ohms on the single lead electrodes 8 through 15. The patient was not receiving stimulation and had not been for a period of several weeks. While testing the circuitry, and running mild stimulation, it was possible to provoke an instantaneous feeling of stimulation that disappeared as soon as it appeared. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.